Event description:
The customer reported to corporate product surveillance (cps) that clearlink duo-vent continu-flo set, would not flow when priming. It is unknown if they primed per label copy. It is unknown if a pump was used. The customer assumes that normal saline was used to prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned one used sample for evaluation and the following tests were performed. A visual inspection was performed to the set and the results were satisfactory. A slit visualization with one becton dickinson syringe was applied to the y-sites; the baseline slit was detected in the samples. A referee test was applied to the activated valve y-sites, and the reported condition was not detected. A fluid path occlusion test and an under water pressure test were applied to the sample and a defect was confirmed. A batch review was performed and no deviations were found. The defect was confirmed due to check valve being blocked in the clear side. However, the root cause for the blocked check valve is unknown.